Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin in the 14v patient cable was able to be confirmed. The 14v patient cable was not returned for analysis; however, the returned heartmate 3 system controller had a broken pin inside the white power cable. Additional information provided on (B)(6) 2023 stated that there was no patient impact due to the broken pin, exchanging the controller and patient cable resolved the event, and only the controller will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the 14v patient cable were unable to be reviewed due to the lot number being unknown. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pin from the power module patient cable was found in the patient's white power cable of the controller. The power module was still able to provide power to the system controller, however communication with the heartmate touch was interrupted. The system controller and power module patient cable were exchanged which resolved the issue. There was no impact to the patient. Related MFR: (B)(4).